Event description:
It was reported that the instruments were not working properly. Reportedly, the helical blade hits the nail and would engage. The event occurred during an in-service no patient was involved this is report 4 of 5 for (B)(4).

Manufacturer narrative:
Product investigation: the returned aiming arm was received intact. The surfaces that interact with the mating components are worn from typical use. The returned aiming arm was assembled with the returned blade guide sleeve and buttress/compression nut. The assembly did not have any issues with sticking or interference. The manufacture date is june 28, 2006. The complained instruments were functionally checked using the following mating components: 357.369 - blade guide sleeve for trochanteric fixation nails ¿ lot# 5571933, 357.371 - buttress/compression nut for 357.369 - lot# 5607664, 357.372 - helical blade inserter - lot# 5173134, 357.377 - helical blade coupling screw - lot# 4818089, 357.397 - cannulated connecting screw f/tfn - lot# 6606047, 456.308 - 11.0mm ti helical blade 115mm - lot# 6432748, 456.423 - 11mm/130 degree ti cannulated tfn, 420mm/left - lot# 4374829. Bench testing the assembly showed no interference between the parts when the helical blade was inserted through the nail. Product drawings from time of manufacture were reviewed during this evaluation. No drawing discrepancies were identified. The assembled instruments functioned as intended. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device history record (DHR) review reported: brandywine instruments assembly manufactured the aiming arm for trochanteric fixation nails, p/n 357.366, lot #5276083, for (B)(4) pieces processed on brandywines work order #(B)(4) on (B)(4) 2006. Initially, the part conformed to the synthes final inspection sheet #(B)(4), revision ¿b¿. The parts were released to the warehouse on (B)(4) 2006. The aiming arm for trochanteric fixation nails was made to the synthes drawing p/n 357.366, revision ¿b¿, released on (B)(4) 2005. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.